Event description:
During the pulsed field ablation procedure, after the sheath was inserted into the left atrium and the non-abbott pfa catheter was introduced through it, an st elevation was observed on the ECG. Coronary angiography showed no abnormalities, and the st segment subsequently returned to normal. Air ingress through the hemostasis valve of this product is considered a possible cause. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a gas leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.